Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 5.1 and 5.2 failed and required maintenance. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer (fse) assessed the station and, due to the high priority clinical area, replaced the drawer with one from a storage station. After the drawer was assigned, the customer tested inventory to support continued patient care. The system functioned as intended after the field service engineer repaired the device.